Manufacturer narrative:
Stoor p., mesimaki k., lindqvist c., kontio r. (2015). The use of anatomically drop-shaped bioactive glass s53p4 implants in the reconstruction of orbital floor fractures ¿ a prospective long-term follow-up study. Journal of cranio-maxillo-facial surgery. 43, p.969-975. Finland. This report is for unknown quantity of unknown screws. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI number is not available. (510k#): unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: stoor p., mesimaki k., lindqvist c., kontio r. (2015). The use of anatomically drop-shaped bioactive glass s53p4 implants in the reconstruction of orbital floor fractures ¿ a prospective long-term follow-up study. Journal of cranio-maxillo-facial surgery. 43, p.969-975. Finland. The purpose of this study was to evaluate a newly designed drop-shaped implant that has been anatomically shaped to fit the architecture of the orbital floor. The aim was to use the implant to maintain the orbital floor or with an isolated blow-out fracture of the orbital floor or with a combined zygomatico-orbito-maxillary (zom) complex fracture with a blow-out fracture of the orbital floor. The study included 20 patients; but, only patients with a combined zom fracture implanted with titanium mini plates and screws (depuy-synthes (B)(4)). A total of 7 out of the 20 patients were implanted with the synthes mini plates and screws. The screws and mini plates were used to reposition and fixate the fractures before the reconstruction of the orbital floor. Each patients progress was measured through preoperative and postoperative CT scans. The postoperative CT scans were taken on the first and second postoperative days to evaluate the position of the reconstruction plate. The patients were clinically followed up for an average of 32 months. During the clinical follow-up, symptoms of dipoplia, en- or exophthalmos, hypo- or hyperophthalmos, infraorbital nerve paraesthesia, ectropium or entorpium, lacrimal system changes, and infection were evaluated. The clinical long-term follow-up was completed with a MRI. The MRI was performed in 17 patients at an average of 31 months' follow-up (range 15-72 months). Long term mris were not performed in the three patients lost during the follow-up. Patient 5, who was implanted with the synthes device, experienced swelling in the fronto-zygomatic area where the osteosynthesis was made with a titanium mini-plate and screws (depuy-synthes (B)(4)). On the MRI 33 months postoperatively, a capsule formation was seen around the miniplate. The miniplate was later removed on an unknown date. Another patient who was implanted with the synthes device had a 2.0-mm hypophthalmos. 2 patients (patient 17 and patient 18) died during follow up. This report is for a patient 5, who was implanted with the synthes device, experienced swelling in the fronto-zygomatic area where the osteosynthesis was made with a titanium mini-plate and screws. This report is for unknown quantity of unknown screws. This is report 4 of 4 for (B)(4).